Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The customer reported pinch valve pv37 was broken on the lh500 and needed replacement. After arriving on site on (B)(6) 2013, the fse discovered that lh cleaner sprayed and dried up on the right side door and on the interior of the instrument. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and removed the dried cleaner, and replaced pinch valve pv37. The peltier module was replaced because the fse confirmed the fan was not working properly. Due to multiple latron issues, the fse replaced the light scatter preamp; a laser and a flow cell alignment were performed. The fse performed a reproducibility test to ensure that the instrument was reproducing patient results with precision. Results met published performance specifications. Failure mode was identified: failure mode of the cleaner leak was the broken pinch valve pv37. The peltier module was replaced due to a non-working fan, and the latron issues were resolved by replacement of the light scatter preamp. No erroneous results were generated. A failure related to pv37 is likely to impact cbc/differential results during manual aspiration due to carryover caused by insufficient probe backwashing. A characterized failure associated with a peltier module malfunction is improper sample/ erythrolyse delivery to the diff mixing chamber for differential analysis. Differential results are impacted due to light scatter preamp malfunctions. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).